Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post diagnostic cardiac catheterization and stent placement procedures. The pt was transported to ICU in stable condition. Sometime later, the pt became hypotensive and bradycardic. CT confirmed retroperitoneal bleeding. The pt arrested just prior to surgical repair; resuscitation attempts failed. The physician does not allege the incident was caused by the device.